Manufacturer narrative:
(B)(4). Date sent: 4/8/2024. D4 batch #: x70087. Additional information was requested and the following was obtained: no additional treatment was performed. There was no tissue damage, and the patient status is stable. The tissue pad was removed successfully, and there was no tissue pad in the body. Is the white tissue pad completely missing from the clamp arm of the device? ? No . It was confirmed that the blade was broken off when the device was checked at (B)(6). Also, we received the broken blade portion. Is the white tissue pad completely missing from the clamp arm of the device? ? No the blade broke off. The portion will be returned. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the tissue pad damaged, with a staple embedded. The blade tip was received tip off not returned the device was disassembled to inspect the internal components and no anomalies were found. If the device is activated across a clip, staple line, or other metal in the jaws, the blade and the tissue pad could get damaged. Subsequent activations may increase the severity of the blade damage. Once minor blade damage has occurred can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. A manufacturing record evaluation was performed for the finished device batch x70087, and no non-conformances were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that, during open gastrectomy, the tissue pad was peeled off. The doctor said that the cause was excessive activations. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.